Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: anxiety-product/procedure : unable to observe as it is a medical event that is not related to the device. Deflation: no observe openign in the device. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with product. Rupture was discovered during explant.

Event description:
Patient reported right side exchange from textured to smooth implants due to their concern with the product. Patient and healthcare professional later reported "rupture was found at the time of explant." Device has been explanted.